Event description:
The customer reported and air sensor problem, the flat of the air detector breaks down. After investigation it was found that the air sensor has a component that was unsoldered and the pump was alarming continuously for air bubble detection. After repair, the device was found to meet specification.